Event description:
Information was received from a manufacturer representative regarding an event which occurred during use. It was reported that the drivers broke. There was no patient involvement reported.

Manufacturer narrative:
H3: product analysis: part # 3606201, lot # kh19f836 visual and optical analysis revealed the hex edges of the driver are rolled over/stripped. The damage extends down about 1.5 mm from the tip. It appears the damage occurred from not seating the tip of the driver down far enough in the screw before tightening. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.